Event description:
During the procedure, resistance was noted when trying to insert the introducer. The device was removed and it was noted that the white end of the introducer was no longer attached. This device was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the soft gray tip of the sheath was bent and rolled backwards. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The distal tip of the sheath was noted to be bent and rolled backwards; however, it was not detached. The cause of the sheath tip damage remains unknown.